Manufacturer narrative:
All available information was investigated, and the reported leak / splash (loss of fluid column during prep) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported leak/splash (loss of fluid column during prep) could not be determined as no issue was identified during analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during device preparation of the steerable guide catheter (sgc) the hemostatic valve was leaking and there was a loss of fluid column. All knobs were verified but the valve was still leaking. The sgc was replaced with another to complete the procedure with no issues. There was no patient involved and no clinically significant delay. No additional information was provided.